Event description:
It was reported that a week post an attempted left ventricular lead implant procedure, the right ventricular (rv) lead had high and intermittent capture thresholds in the bipolar pacing configuration. The lead was reprogrammed to unipolar pacing and a lead revision was planned. At the lead replacement procedure, imaging indicated that the lead position appeared to have moved but was not currently moving. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.